Event description:
The manufacturer received information alleging that there is a brownish mark where the plug goes into the device and it looks like a burn mark. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.